Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom ((electrically erasable programmable read only memory) was uploaded and indicated 5 autoclave cycles for the handle. An error code was displayed several times throughout the eeprom. The eeprom was uploaded and indicated 5 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the powered handle, but handle did not appear to calibrate. A green blinking was displayed above the handle status light. The adapter was inserted onto the handle. Solid blue lights were displayed and the handle status light continued to blink green. No further functional testing could be performed. Engineering then disassembled the unit for troubleshooting. The motor connector wires were then probed for continuity of the hall effect motor traces and all were not found to have sufficient connection. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the light sequence to replace the handle and the reported condition was confirmed. The reported condition was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lap lar procedure, the scrub nurse inserted a batter into the powered handle. The blue light turned on. As a result, the device could not be used. No other known adverse events were reported.